Manufacturer narrative:
Device analysis report attached. This report is submitted on november 27, 2023.

Manufacturer narrative:
This report is submitted on october 24, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 in order to perform a middle fossa craniotomy. The patient was reimplanted with another cochlear device during the same surgery.